Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reye1530 showed no other similar product complaint(s) from these lot numbers.

Event description:
Per sales representative, facility reported that during placement of a glidepath, the introducer punctured the svc and damaged the pericardium. The tip did not go through the catheter. Patient went to o.r. For surgical repair. Catheter was allegedly not damaged and remains in patient. No reported long-term harm to patient.